Event description:
It was reported that a technician attempted arteriotomy closure of the right common femoral artery using a proglide device after a diagnostic procedure. Reportedly, all the deployment steps were completed uneventfully; however, bleeding was still observed at the access site. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequelae. The technician is in-training in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not provided. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The return of the device may have assisted the investigation of the reported event. The observation of the suture not achieving hemostasis can be influenced by, but is not limited to manufacturing, user technique, and/or anatomical conditions. The suture is assembled in the manufacturing area using in-process inspections per the suture loading procedures. Each device is inspected during final inspection including the inspection of the suture and the way it is loaded onto the device per the final inspection procedure. Each device lot is functionally tested for suture deployment as part of lot acceptance. The report received indicates the suture was deployed uneventfully. Based on the manufacturing inspections of the suture in place, the lot acceptance testing to verify quality of the lot build, and reported information of a suture delivery without observations, there is no indication of a manufacturing deficiency. There does not appear that manufacturing of the device influenced the reported experience. The proglide instructions for use (IFU) provides for the optimum procedure to ensure successful delivery of the suture. The user was reported to be in-training in the use of the proglide device. Though the suture was reportedly delivered, slight manipulations (like angle and torque) of the device during deployment can influence the vessel closure process. The user familiarity with the deployment techniques in the use of the proglide device may have contributed to the reported experience; however, this cannot be confirmed. There was no reported information of an anatomical influence on the reported experience that may have affected the device performance. The evaluation could not conclude a manufacturing, user technique or anatomical condition influence to the reported experience. Therefore, the cause of not achieving hemostasis could not be determined by the information provided. Review of the device history record and a query of the complaint handling database could not be performed because the lot number was not reported and the device was not available for analysis. There does not appear to be any indication of a product quality deficiency.